Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head has a cloudy objective lens. It is unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, cable flooding, image capture flooding, watertight defect, penetration of cable scratches. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: -for blurred image and image capture flooding, and watertight defect, it was presumed that the phenomenon occurred due to flooding from scratches on the cable. -for image noise, it was presumed that water was inundated through scratches on the cable, causing a communication failure, which resulted in image noise. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cloudy objective lens. The event occurred during a therapeutic unknown procedure. There were no reports of patient harm.